Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: morbidly obese pts. (B)(4).

Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that the pt's aortoiliac anatomy was notably tortuous. Approx (B)(6) 2011, a computed tomography revealed a right limb occlusion and a type ii endoleak, that same day, an aorto-uni-iliac procedure was performed using medtronic grafts followed by a femoral-femoral bypass procedure. The type ii endoleak was treated using coil embolization. On (B)(6) 2011, an angiogram revealed a proximal type I endoleak attributed to 2cm of device migration. On (B)(6) 2011, the pt was implanted with a medtronic graft to treat the endoleak and device migration. The endoleak was resolved. The pt tolerated the procedure.